Event description:
On 11/16/04, the pt contacted lifescan alleging that his one touch ultra smart meter was reading inaccurately erratic. He reported blood glucose results of 413 mg/dl, 297 mg/dl, and 271 mg/dl with the reported meter, performed within 10 minutes of each other. He did not have symptoms of high or low blood glucose level at the time of concern. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. He took insulin following use of the meter and contacted his medical professional for advice. The customer care representative (ccr) walked the pt through two consecutive control solution tests. The first test failed and the second test passed. There is no indication that the pt experienced injury or medical intervention due to the meter. Based on the failed quality control test, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.